Event description:
It was reported that this right ventricular (rv) lead exhibited shock impedance high out of range. Technical services (ts) was consulted for possible causes. The patient will be contacted to follow-up in clinic. No adverse patient effects were reported. This ICD remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited shock impedance high out of range. Technical services (ts) was consulted for possible causes. The patient will be contacted to follow-up in clinic. No adverse patient effects were reported. This ICD remains in service.